Manufacturer narrative:
E: (B)(6) hospital. Phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the patient experienced difficulty breathing while on the ventilator. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the patient experienced difficulty breathing while on the ventilator. Rapid breathing and facial redness were visibly observed. Device evaluation and repair are pending.

Manufacturer narrative:
Per good faith effort (gfe) response, the customer's hospital equipment department resolved the reported issue. No details were provided of the repair. The customer's hospital equipment department resolved the reported issue. No details were provided of the repair. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.